Manufacturer narrative:
Device evaluation of batteries has been completed. The reported problem (will not power on monitor) was isolated to the batteries housing being damaged. The root cause for the damaged housing was physical abuse. There was no adverse event that resulted from the damaged batteries.

Event description:
A us distributor reported that a battery was unable to power on a monitor.